Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during the removal of a bile duct stone on (B)(6), 2012. According to the complainant, during the procedure an extractor retrival balloon was inserted over the jagwire guidewire and the stone was removed with no issue. The physician tried to remove the balloon, but met resistance with the jagwire. The physician removed the two products together and noticed the tip of the guidewire was damaged, exposing the tip of the corewire. There was no damage to the balloon and no malfunctiion reported. Additionally, no part of the guidewire was reported to have detached into the patient.the procedure was completed with another of the same guidewire with no patient complications. The patient's condition has been described as stable.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during the removal of a bile duct stone on (B)(6) 2012. According to the complainant, during the procedure, an extractor retrieval balloon was inserted over the jagwire guidewire and the stone was removed with no issue. The physician tried to remove the balloon, but met resistance with the jagwire. The physician removed the two products together and noticed the tip of the guidewire was damaged, exposing the tip of the corewire. There was no damage to the balloon and no malfunction reported. Additionally, no part of the guidewire was reported to have detached into the patient. The procedure was completed with another of the same guidewire with no patient complications. The patient's condition has been described as stable.

Manufacturer narrative:
A visual examination of the returned device revealed that there was the fully intact pebax tip section had detached from the flare and retracted over itself. Two kinks were also noted to the device. The diameter of the device was measured and was found to be within specifications. It is possible that unstated procedure and possibly clinical factors may have contributed to the distal tip damage, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Therefore, ''operational context'' is the most probable root cause for this incident. Similar complaint trend review revealed no other complaints reported for lot number 13934817. A DHR (device history record) review was performed and no deviation was found.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.